Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0. H3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the non-medtronic ("stryker") attachments on the medtronic instrument were showing about 4 centimeters (cm) too short. The "infinity tool card" was loaded, which allowed them to verify the non-medtronic instruments despite navigation showing them to be 4 cm too short. They touched the instrument's tip on bone but navigation showed the tip to be off the bone. There was troubleshooting present. It was reported that technical services (ts) informed the manufacturer representative that using non-medtronic instruments with the medtronic instrument was considered off-label use and accuracy could not be verified as a result. It was noted that ts was uncertain how the "infinity tool card" allowed verification of the non-medtronic attachments if they showed 4 cm shorter in navigation. Their passive probe tracked as expected when touching the bone which indicated there was an issue with the non-medtronic instruments. Patient's outcome and surgical delay were not provided.

Manufacturer narrative:
A software analysis was performed and analysis concluded no failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome and after the short delay, they continued with the procedure and the surgeon was happy with the results. Additional information was received. It was reported that the procedure being performed was a sacroiliac and thoracolumbar procedure and surgical delay was less than-hour. It was also noted that they switched to a "vertek" tool card for the third-party attachments to work.